Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer. No sample returned for evaluation a two-year lookback on device history records found two like complaints. Both were attributable to user error; no failure of product or labeling was found. Lot number was not communicated by complainant. IFU warnings clearly state: product is not absorbable and must be removed from wound prior to wound closure. The quikclot hemostatic dressing must not remain in the wound for longer than 24 hours in addition, the complainant noted they did not follow instructions. This complaint is the result of user error as confirmed by complainant. IFU was not followed, IFU warnings were not adheared by complainant.

Event description:
Qcni roll was believed to be packed in a patient's leg fasciotomy wound in the ICU. Upon patient's return for a graft roughly five months later, an infection was identified in the leg. The doctor identified upon pathology report that quikclot was still inside of the leg. The quikclot was removed once identified, and the patient was treated for the infection with antibiotics and the infection cleared.